Event description:
On (B)(6) 2012 the reporter contacted animas alleging that after removing battery to check for moisture, all buttons are unresponsive. The pump is worn attached to a belt. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad button was noted to be torn on the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, none of the keypad buttons were responsive. Leak testing revealed a leak at the keypad. The keypad cover was removed for investigation and revealed no damage to the button contacts. The pump cover was removed for investigation and revealed moisture on the keypad flex connector. Unrelated to the complaint, evaluation revealed a blank display screen, which is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pumps insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.